Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz0311 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that when performing the permeabilization with saline, the presence of leakage in the catheter was observed. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 3 fr per-q-cath was returned for evaluation. An initial visual observation showed some use residue on the returned sample. Some tensile weakness was observed in the catheter between the 18 cm and 24 cm depth markers as well as at the distal end of the strain relief. The sample was flushed with a 12 ml syringe of water and a spraying leak was observed emanating from the distal end of the strain relief. A microscopic observation revealed a large longitudinal split in the catheter at the distal end of the strain relief. The edges of the spilt were observed to be very rough, and the split was found to be slightly curved toward its distal end. The proximal end of the split could be seen through the clear silicone of the strain relief to originate from within the catheter; this was confirmed by dissection of the sample. The location, shape, and extent of the damage observed on and within the catheter are indicative of damage most-likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of recz0311 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in brazil.

Event description:
It was reported that when performing the permeabilization with saline, the presence of leakage in the catheter was observed. No other information was provided.